Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, creases fold and opening curved on anterior. A visual and microscopic analysis was performed which identified wear abrasion, non-penetrating nicks and striated opening on anterior. Base on the device analysis the final assessment is: a striated opening on anterior due to surgical damage consistent in the use of some surgical tool.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through responsive psr on (B)(6) 2019. A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device has been explanted.